Event description:
It was reported that a patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock due to oversensing and changes in the patient's morphology. No changes were made and the s-ICD remains in service. No adverse patient effects were reported.